Event description:
Additional information received reported that pre-operative impedances measured in june 2014 were 1000-3000 ohms and intra-operative impedances measured on (B)(6) 2014 were 10,000 ohms. Prior to the revision the patient did not feel any stimulation or pain relief. During the revision the healthcare professional accidently cut the ¿extension lead¿ and the extension and lead were replaced. The lead was placed in the same place as the prior lead and impedances measured with the new lead were between 545-600 ohms. As a result of the revision the patient was feeling stimulation and they got back all of the pain stimulation and relief as they had before the replacement. The patient was good and had been able to decrease the amount of pain medication being taken.

Manufacturer narrative:
Concomitant medical products: product ID 7425, serial# unknown, product type: implantable neurostimulator. (B)(4).

Manufacturer narrative:
Concomitant products: product ID neu_perc_extension, serial # unknown, product type extension product ID n EU_unknown_lead, serial # unknown, product type lead. (B)(4).

Event description:
It was reported that there was a difference in impedances after the patient¿s implantable neurostimulator (ins) was changed. It was noted the patient was programmed to 0-, 3+. It was further noted that prior to switching the ins the impedance was 2843 ohms and after the switch impedance was 3600 ohms. The reporter stated that it seemed the extension and ins were not connected properly. The reporter further stated the patient could not feel stimulation after replacing the ins. It was noted that therapy impedance prior to the ins switch was 3068 ohms. It was further noted the ins was end of life. It was noted that prior to replacement the electrode impedances for c and 3 and 1 and 2 were ¿???¿. It was further noted the impedances of electrodes 0 and 3 after replacement was 3601 ohms. Additional information received reported that no pocket adaptor was used since the extension was connected directly to the ins. Additional information received reported the patient¿s settings were the same after ins replacement. The reporter stated the patient claimed that stimulation was okay prior to the ins reaching eol. Additional information received reported the patient was missing stimulation after the ins was replaced. It was noted that there was no patient harm, injury, or death. The reporter stated that a revision with troubleshooting was expected as soon as the surgery could be scheduled. Additional information received reported the ins was replaced on (B)(6) 2014. It was noted that a revision was scheduled for 2014-08-07. It was further noted the patient had a history of chronic neuropathic leg and back pain. Additional information was requested, but was not available as of the date of this report.